Event description:
It was reported that the procedure performed was to treat a concentric calcified, iliac vessel that is 50% stenosed. The balloon of a 7.0x40mm armada 35 balloon dilatation catheter was observed to be losing pressure at nominal pressure when attempting to inflate. The balloon only partially inflated. An unspecified device was used to complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported complaints could not be determined. Possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, interactions with other devices or patient anatomy. In this case, a conclusive cause for the reported balloon rupture could not be determined since the device was not returned for analysis. Additionally, it¿s possible that the balloon experienced inflation issues as a result of the balloon rupture; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.